Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. At the time of the event, the customer observed air bubbles within the cartridge luer lock connection. The customer's blood glucose level was 496 mg/dl. The customer changed the infusion set and resumed insulin delivery.